Event description:
It was reported the patient¿s pump ¿turned upside down and they can¿t get it to turn over.¿ per the patient the pump was outdated and they wanted to replace it. The patient stated it was noticed in ¿like 2003/2004¿ the pump ¿turned upside down¿. The patient stated ¿I was getting 100% and I don¿t like 10-15 at a time¿ in regards to drug information at that time. The pump had been used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8709, lot# j10901r37, implanted: (B)(6) 2001, product type: catheter. (B)(4).